Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: "it was reported performance needle pull off. An empty opened foil, a paper lid, a winding former and a detached needle of (B)(4), lot hd5bqxn were returned for analysis. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected and the suture could not be dispensed from the tray, since has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that pulled the suture out the needle fell off. (B)(4) contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. The conditions of the holes could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of needle pull off was caused by suture degradation exposure to environment.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. After opening the foil, the suture was found separated from the needle. No adverse patient consequences were reported.